Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03497 and 3005099803-2016-03597 for the other associated device information. It was reported to boston scientific corporation on november 1, 2016 that two ultraflex tracheobronchial stents were to be used in the right mainstem bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, the physician started deploying the first ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-03497) when the stent could not be fully deployed and the catheter bowed. The partially deployed stent was removed from the patient. The physician used a second ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-03597); however, the stent still could not be fully deployed. During removal of the partially deployed stent, the stent system got stuck in the patient¿s endotracheal tube. The physician removed the endotracheal tube and reintubated the patient. Reportedly, another ultraflex tracheobronchial stent was implanted one week post-procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.